Manufacturer narrative:
Additional information: d9, g4, h3, h6 the complaint allegation was confirmed. One unpacked ar-12990n with serial/batch number (B)(6) was received for investigation. The needle was received broken inside the ar-12990 with serial/batch number (B)(6). Functional testing with a new ar-12990n batch 11127125 found resistance when the needle attempted to pass through the instrument shaft; the cannulated shaft of the instrument is obstructed presumably because a piece of the needle in inside the instrument. Visual evaluation noted damage on the edges of the bottom jaw slot, discoloration, and signs of wear and tear. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was discarded by the facility and will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 10/2/2023, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion and an unknown scorpion needle had an issue. A piece of the needle broke off in the patient during the surgery. The broken pieces were able to be retrieved from the patient. Another device was swapped and the case was completed with no adverse effects to the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 10/5/2023, the sales representative provided the following information via email: this occurred during a root repair procedure on (B)(6) 2023. Part and lot number of the broken scorpion needle will be provided at a later point. When the scorpion needle broke off in the patient, part of the needle remained stuck inside the knee scorpion. The broken scorpion needle was discarded. They attempted to use a shoulder scorpion to complete the procedure but the device was too big, so a product from a competitor was used to complete the procedure successfully. There was a slight case delay of maybe 10 minutes. On 10/17/2023, the sales representative confirmed via email that an ar-12990n scorpion needle with lot # 14984614 was used.